Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer returned a document containing feedback from 3 nurses regarding recent vacutainer leaking events in the emergency department. This file pertains to the vacutainer failing to stop the flow of blood while changing tubes on a lab draw. There was no harm to the clinician or patient as a result of the leak.